Event description:
Patient was revised to address eccentric poly wear and a loose acetabular cup.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required were unavailable. The investigation is unable to draw any conclusions regarding the reportedly loose cup. Poly material wear after this length of time implanted would not, however, be unreasonable to expect. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.